Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal procedure. There was no patient harm associated with the event. A product sample was requested for this event. There are no other details available as per the reporter.

Manufacturer narrative:
Additional information: there was no sample returned for evaluation; therefore, the condition of the product could not be verified. The final customer lot was identified and a device history record review was conducted. The product was released based on the manufacturer's acceptance criteria. The root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).